Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the dislodge was due to multiple factors, such as the patient¿s activities, and snow shoveling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead was suspected to have dislodged one week after being implanted. An x-ray was performed, and a lead revision was planned. The lead remains in use. No patient complications have been reported as a result of this event.